Event description:
It was reported that a progav shuntsystem (#fv440-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
With the returned product were the patient data submitted. (Only the progav valve was returned). Age: 1 year, 4 months, weight: 11.5 kilograms (kg), height: unknown, gender: female.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities. Measurement of surface of the housing: derformation detected: no - measured value: - 0.005 mm [tolerance (0 ± 0.02mm)]. Permeability test: the test showed that the progav is permeable. Some particles flushed out during the test. Computer control test: the computer controlled test showed the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0.98 cmh2o. This is within the specified tolerance of 3 cmh2o ± 3 cmh2o. Adjustability test: the progav was found to be not fully adjustable to specifications. The progav was adjustable between 1 and 4 cmh2o. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the limited adjustability of the valve, as detailed in section 7.5, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in progav. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a limited adjustability of the valve and deposits in the valve at the time of our investigation. Detected deposits were the cause of the blockage. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.